Manufacturer narrative:
The problem affected a single batch. The user performed a review of the sterilization reports for all batches sterilized with the affected device during the three months prior to the incident. All batches had been correctly sterilized, thus confirming that no unsterile goods have been distributed for clinical use or storage. The device was inspected by the service provider and no failures were found. It is functioning properly. No similar problems have been reported for this type of device in the past.

Event description:
After completion of a sterilization cycle, the sterilization batch's bioindicator signalled that the batch was not sterile. It was immediately blocked. Review of the cycle documentation revealed that the sterilizer had run different cycle parameters than those selected by the operator. The sterilization run was repeated with the correct parameters and the batch was successfully sterilized. No unsterile goods had been distributed for clinical use or storage.